Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 322, which was reproduced while the door was closed on a loaded set. System error 322 was confirmed and caused by a failed lower auxiliary. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed a system error 322. There was no patient involvement.